Event description:
The patient reported erosion. Infection was not confirmed. However, antibiotics were prescribed, an explant procedure was performed on (B)(6), 2023, and new leads were implanted. The patient is doing well and restarted therapy on (B)(6), 2023.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays following the implant procedure to confirm the device placement, implanting a damaged stimulator, patient undergoing an MRI procedure, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, multiple tunneling and the patient not attending the post-op visit have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays following the implant procedure to confirm the device placement, implanting a damaged stimulator, patient undergoing an MRI procedure, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, multiple tunneling attempts and the patient not attending their post-op visit have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA(B)(4)correction 2.

Event description:
The patient reported erosion. Infection was not confirmed. However, antibiotics were prescribed, an explant procedure was performed on september 21, 2023, and new leads were implanted. The patient is doing well and restarted therapy on october 10, 2023.